Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the suture was opened prior a laparoscopic appendectomy, the thread was found to be disengaged from the needle swage. The procedure was completed with another device. There was no patient injury.